Event description:
While using a byte night aligners, patient reported that when they removed their aligner their upper left front tooth chipped. Patient reported that they did not do anything different the entire time during treatment. They feel with the overcorrection with the aligners is too aggressive, possibly causing stress to their teeth resulting in a chip. They are going to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.